Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of internal for hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the physician reported that when deploying the first band a click was heard and the band could not be deployed. The next two bands were twisted together and could not be deployed and the wire got stuck. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of band failed to deploy.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1(initial reporter email). Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of internal for hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the physician reported that when deploying the first band a click was heard and the band could not be deployed. The next two bands were twisted together and could not be deployed and the wire got stuck. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on june 18, 2025** it was confirmed that the first band was able to be deployed; however, the third and fourth bands got twisted together and the tripwire was stuck in third band. It was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of internal for hemorrhoids procedure performed on (B)(6)2025. During the procedure, the physician reported that when deploying the first band a click was heard and the band could not be deployed. The next two bands were twisted together and could not be deployed and the wire got stuck. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 18, 2025. It was confirmed that the first band was able to be deployed; however, the third and fourth bands got twisted together and the tripwire was stuck in third band. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy block h11: investigation result. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with one band attached to it. In addition, the tripwire was kinked. The handle had marks of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy and tripwire kinked were confirmed. This failure could potentially be related to the technique used by the physician, or the way in which the device was handled. It is possible that the way the device was placed, or the tortuosity during the procedure affected the functionality of the handle when attempting to deploy the bands, resulting in the bands failing to deploy. It is possible that the trip wire kink occurred due to procedural factors, such as excessive force or improper handling of the device. Excessive manipulation without adequate care may have contributed to the defect observed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.